Event description:
Pt experienced a midshaft femur fracture in (B)(6) 2011. On (B)(6) 2011 pt was implanted with a trochanteric fixation nail, a helical blade and an end cap. The implanting surgeon left the construct a little proud and when the pt abducted, the nail was hitting the acetabulum and removing bone. Pt presented to the explanting surgeon complaining of pain and the nail, blade and end cap were removed on (B)(6) 2011. None of the implants were broken and pt has requested the implants. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
The mfg records were reviewed and no complaint related issues were found.